Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in (B)(6) 2003 and unknown mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted along with concurrent total vaginal hysterectomy and anterior colporrhaphy due to pelvic organ prolapse. It is reported that the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, nerve damage, tissue scarring, vaginal discharge, erosion of internal tissues and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.